Event description:
The customer reported to olympus, during preparation for use, the high-definition lcd monitor was powering down intermittently and half of the time, it could not power up. Upon inspection of the customer¿s returned device it was observed, the device had no signal. This report is being submitted for the malfunction found during evaluation. There was no harm or user injury reported due to the event.

Manufacturer narrative:
The subject device has been returned to olympus for evaluation and the reported issue was confirmed. In addition to the reportable malfunction mentioned in b5, it was observed, the rear panel was discolored and broken, and scratch was noted on the top right window. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, power goes off intermittently and power cannot be turned on occurred due to failure of the printed circuit board. The cause of the faulty qb board could not be identified. Olympus will continue to monitor field performance for this device.